Event description:
Follow up information received from the hcp reported that they reached out to the patient's managing physician and the patient's wife who could not provide any further information regarding the event. It was clarified that the patient's tremor had increased and the issue was that they couldn't take any medications or have their device adjusted anymore. The dr. And wife of the patient have no idea what happened, just that the device is no longer working. The patient is to follow up with and meet dr. (B)(6) for further troubleshooting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was experiencing severe tremor after the device stopped working following an unrelated cervical procedure and fusion in the neck. It was noted that they couldn¿t change the patient¿s medication. No further complications were reported.